Event description:
It was reported by service report that the foot end is drifting, even without weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation: linkage.